Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low shock impedances. No further information has been reported. No adverse patient effects were reported. Additional information was received that the patient only had one out of range reading which directly reflected the reported time the patient was using a transcutaneous electrical nerve stimulation (tens) unit. Ts discussed that electromagnetic interference (emi) can skew daily readings and cause false out of range measurements. In-office lead testing was performed and impedances were approximately 55 ohms. At this time, no further action will be taken. Additional information has been provided that this is a device specific issue, not a lead issue